Event description:
It was reported that the atrial lead was replaced due to lead being "cracked" and a further report of hign thresholds as well as a facture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.